Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion and presented in clinic. The cardiac resynchronization therapy defibrillator was explanted on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.